Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention, pain, medical device removal. (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Hospital - (B)(6). Date of complaint - (B)(6) 2019. Made aware - (B)(4) 2019. Present in theatre - yes. Delay in procedure - none. Impact to patient - pain leading to planned revision procedure. Product code (1)- 186717640 x 4, lot no. Unknown at this time. Product code (2) - 186715640 x 2. Product code (3) - rod, code/lot no unknown. Product code (4) - 186715000 x 6, lot no. Unknown at this time. Am I in possession - awaiting sterilisation/decon certificate. What happened - revision surgery to remove metalwork. Revision / hardware removal. Date of original implant: approx 12 months. Was device explanted (yes or no): yes. If yes, date of explant: (B)(6) 2019. Revision due to: pain, broken metalwork (pedicle screws). Hardware removal due to: broken metalwork - distal 2 pedicle screws. This complaint involves thirteen (13) devices.

Event description:
The initial complaint was reviewed and found not reportable. It was determined there was no reported or identified malfunction of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. It was determined there was no reported or identified malfunction of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4). UDI: (B)(4). Visual examination of the device revealed significant signs of use such as surface markings. No damage was found with the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A root cause analysis is not required as there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy synthes device after it was released for distribution. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4).